Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 5076 lead implanted: (B)(6) 2000.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient had heart surgery after pacemaker implant. During the surgery the right atrial (ra) and right ventricular (rv) leads moved causing high threshold. The leads were capped and replaced. It was noted this caused premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.